Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 13118 was returned and analyzed. Visual inspection of the balloon catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for 23 injections. The balloon catheter passed the performance test and electrical integrity as per specification, however inflation revealed a kink on the guide wire lumen in the balloon segment 1.385 inches from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the kink on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.